Event description:
It was reported that during advancement of the promus stent delivery system, the stent dislodged. The stent was retrieved by an unspecified method. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomical conditions were not reported which may have aided in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the lesion/anatomy would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported stent dislodgment could not be determined.